Event description:
It was reported during a parathyroidectomy while using an msm20 the clip applier would not click shut when clipping vessels. Another clip applier was opened to complete the case without incident. There was no consequence to the patient. 10/02/1997 the rep reports the jaws of the device would not close and therefore the clip wouldn't close.

Manufacturer narrative:
D5,6; h2,3,4,6; g4: added addition info. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: body assembly bowed, slightly, clip in jaw, yes, clip stack pressure, good, clip staging, good, clip track location, good, clip track location, good, condition of cartridge cover tabs, good, and total # clips remaining, 15. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; cycle applier, yes; and lockout functional, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident during surgery. The applier was received in good physical condition. The applier was examined and found to be functional and was cycled, fed, and properly formed the remaining 16 clips within design specification. It was concluded that the applier was conforming to design specifications and without incident. No conclusion could be reached why the reported "clip applier would not click shut when clipping vessels: during surgery. Each instrument is evaluated during the assembly process to ensure that it functions properly.